Manufacturer narrative:
Analysis results are not available at the time of this report. Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
The patient underwent a revision surgery due to an infection caused by p. Acnes, as identified by the bacterial culture. No other contributing factors were reported, and the implants were discarded after the procedure.

Event description:
The patient underwent a revision surgery due to an infection caused by p. Acnes, as identified by the bacterial culture. No other contributing factors were reported, and the implants were discarded after the procedure.

Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. The device inspection was not possible as the product was not returned for investigation. The device history record could not be reviewed because the affected device was not returned, and the lot number was not communicated. Indications of material, manufacturing, or design related problems were unable to be identified as the lot number was not communicated. A review of the labeling did not indicate any abnormalities. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If device is returned or any further information is provided, the investigation report will be reassessed.